Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt300 25.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017 and rotated to 100 degrees from the target degree of 80, which was a difference of 20 degrees. In addition, the patient's post-operative visual acuity was 20/80 and she complained of blurry vision. Therefore, a second surgery is scheduled to be performed on (B)(6) 2017 to rotate the lens back to the 80 degrees. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.